Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving an unknown dose of 2,000 mcg/ml baclofen via an implantable infusion pump for intractable spasticity and cerebral palsy. It was reported that a catheter event was confirmed. The patient's catheter had migrated out of the intrathecal space and there was no plans to do a revision. The patient's family decided against that. The catheter entry point was higher in the spine. The patient's managing doctor wanted to turn the pump off and a pump off authorization was sent to the managing doctor. No symptoms were reported and no further complications were expected or anticipated. The patient was being managed with systemic baclofen. Additional information was received from a manufacturer's representative (rep) on (B)(6) 2017. It was reported that the managing doctor had no plans to revise the catheter as the family of the patient was electing to not continue with targeted drug delivery therapy. The patient's weight at the time of the event was unknown to the rep. The patient outcome was unknown to the rep.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) on (B)(6) 2017. It was reported that the patient's weight was 111 lbs. At the time of the event. The cause of the catheter migration was not determined and was unknown. The catheter migration resulting in turning off the pump had been resolved. The pump was turned off (B)(6) 2017.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that they were able to successfully program the pump off.